Event description:
It was reported that while using the bd safetyglide¿ needle the user experienced a needle stick injury. The following information was provided by the initial reporter: 1 resulted in needle stick to employee.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Manufacturer narrative:
H6: investigation summary since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. No root cause can be determined as no samples were received. A device history record review showed no rejected inspections or quality issues during the production of the provided lot number that could have contributed to the reported defect.

Event description:
It was reported that while using the bd safetyglide¿ needle the user experienced a needle stick injury. The following information was provided by the initial reporter: 1 resulted in needle stick to employee;